Manufacturer narrative:
Previously submitted MDR inadvertently omitted the generator settings on (B)(6) 2012. This report is being submitted to correct this information.

Event description:
On (B)(6) 2012, this vns patient underwent lead revision (captured in MFR report # 1644487-2012-02986. The patient's generator was left at the settings he came in to the operating room with. These settings are indicative of a faulted system diagnostic test. Follow-up showed that a faulted system diagnostic test occurred on the date of generator revision. (Generator revision is captured in MFR report # 1644487-2012-02528.)

Manufacturer narrative:
Interrogation of device.